Event description:
It was further reported that the subject presented with impaired renal function and during angiogram, the physician observed lesions located in right coronary artery (rca) chronic total occlusion, lad with 99% stenosis and cx with 99% stenosis. An intraaortic balloon pump (iabp) was placed and a promus element plus was implanted in the cx. The lesion in lad was severely calcified, therefore the physician decided to perform ablation with a rotablator instead of the treatment with a balloon catheter. After the ablation, a promus element plus was implanted. The patient was transferred to the critical care unit, however, he was unable to recover from the cardiogenic shock.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2013-07815. (B)(4). It was reported that cardiac shock and patient death occurred. In (B)(6) 2013, the subject underwent cardiac catheterization which revealed two target lesions. The first target lesion was a de novo, eccentric, more than 2cm diffused lesion, with timi flow 2, located in the severely calcified and mildly tortuous 2nd right posterolateral (rpl) artery with 99% stenosis and was 36 mm long with a reference vessel diameter of 2.25 mm. It was treated with pre-dilatation and placement of a 2.25 x 28 mm promus element plus stent at 12 atmospheres. Following post-dilatation, residual stenosis was 0% with timi flow 3. The second target lesion was a de novo, eccentric with timi flow 3 lesion located in the moderately calcified and mildly tortuous mid left anteriors descending (lad) artery with 90% stenosis and was 15 mm ong with a reference vessel diameter of 2.25 mm. It was treated with pre-dilatation and placement of a 2.25 x 32 mm promus element plus stent at 12 atmospheres. No post-dilation was done. Following deployment, residual stenosis was 0% with timi flow 3. On the same day, cardiac shock occurred and the patient expired. The physician determined the subject's death as not related to the implanted promus element plus stents, not related to the antiplatelets and not related to the procedure. It is related to the target vessels.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).